Event description:
During a routine hardware removal which was previously scheduled, md noted a broken screw. A portion of the screw was imbedded in bone therefore it was left in place. The patient is pregressing normally.